Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure the physician used one amphirion deep balloon catheter for the treatment of the anterior tibial artery of the left leg. Patient expired approximately 1 year post index procedure. No further information on the patient death is currently available.

Event description:
Update received through a telephone note with the patient¿s general practitioner reported that the previously reported death was probably due to gi-bleeding in combination with a multi morbid condition. Therefore, sponsor assessment regarding the relatedness is: not related to device and not related to the procedure.